Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra 2 meter read inaccurately high in comparison to another meter. The complaint was classified based on customer service representative (csr) documentation and a review of the call by a medical surveillance specialist. The patient advised the csr that on (B)(6) 2019 at 6.00am, he obtained an alleged inaccurately high reading of ¿259 mg/dl¿ on the subject meter compared to a reading of ¿59 mg/dl¿ on his back-up accu chek meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient did not specify what medications he uses to manage his diabetes, or whether he made any changes to his usual diabetes management routine in response to the alleged inaccurately high reading. The patient advised the csr that he developed symptoms of ¿sick to his stomach and almost passed out¿ 10 minutes after the alleged product issue began. The patient explained that he attended the emergency room (ER) after becoming symptomatic and was treated by a healthcare professional with intravenous glucose. The patient also stated that whilst at the ER, a blood glucose test was performed on the ER meter and a laboratory test was performed, both of which obtained results of ¿52 mg/dl¿.at the time of troubleshooting, the csr confirmed that the correct unit of measure was used, the correct testing steps were followed, and the patient had used an approved sample site to obtain the blood samples. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. The csr was unable to perform a control solution test as the patient did not have his testing supplies with him at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received hcp treatment for an acute low blood glucose excursion after the patient obtained an inaccurately high result on the subject device.